Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was over 600 mg/dl. The customer stated their blood glucose has declined to 540 mg/dl. The customer stated they will be treating their blood glucose with the insulin pen. The customer was disconnected from the phone call before further information was collected. The customer declined to return the insulin pump for analysis.